Manufacturer narrative:
The reported event of heat was confirmed; and, a damaged cable was noted, which is known to cause or contribute to the reported event. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The device overheated during testing at the manufacturer. There were no adverse consequences related to this event.

Event description:
The device overheated during testing at the manufacturer. There were no adverse consequences related to this event.